Event description:
The md found a defect in the shaft of the stent catheter during prep of the stent. The stent was not used, it was removed and replaced with no harm to the patient. Manufacturer response for stent catheter, (brand not provided) (per site reporter) clinical site corresponds with mfg rep directly to coordinate return of product.